Event description:
Port-a-cath placed for chemotherapy on (B)(6) 2007 for colon cancer. On (B)(6) 2011, an attempt to flush catheter failed causing pt severe pain. Pt was brought to the ER for further evaluation after several attempts to flush cath. With trying to flush the catheter, the catheter sheared off at the clavicle and the tip of the catheter was lodged in the right atrium. Attempts at removing this was unsuccessful. On (B)(6) 2010, pt underwent midline sternotomy with removal of the catheter from right atrium.